Event description:
It was reported that the pump shut off unexpectedly and a malfunction alarm occurred. Additionally, it was reported that the pump battery was depleting quickly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 400 mg/dl range.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.